Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis therapy, the patient pulled the titanium adapter off twice from the transfer set and a leak occurred. The patient presented to the hospital and was admitted with the indication to administer antibiotics (unspecified) and change the transfer set. The patient was discharged less than 24 hours after admission. No further medical intervention was reported for this event. Patient outcome was not reported. No additional information is available.